Event description:
As reported, during a procedure involving arterial recanalization for an occlusion of the left lower extremity, a cxi support catheter separated. Under fluoroscopic guidance, access was obtained in the right femoral artery for a contralateral approach to the left lower extremity. The anatomy was reportedly calcified. Significant resistance was encountered as the user attempted to advance an unspecified standard wire guide over the bifurcation to the left lower extremity, making advancement difficult. The user then attempted to use the cxi catheter for recanalization; however, repeated attempts to advance the catheter were unsuccessful. Another manufacturer¿s balloon catheter was then used to attempt pre-dilation of the vessel. Upon attempted advancement of the balloon, angiography revealed that the wire guide was not advancing, as a section of the cxi catheter had separated in the vessel. The separated fragment was removed with a basket wire. The procedure was completed with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.